Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump did not turn back on after getting low battery alarm. Customer performed troubleshoot for insulin pump turning off but display did not return. Customer¿s blood glucose was in the range of 65mg/dl to 95mg/dl and customer declined troubleshoot for low blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).